Event description:
The customer reported to olympus, the olympus rigid video scope had an unspecified image problem. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the charged coupled device was broken causing a green image. There was no report of patient injury or medical intervention associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to the broken charged coupled device causing the image to be green. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to a defective charged coupled device (ccd) (charged coupled device) assembly (r-unit) olympus will continue to monitor field performance for this device.